Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The catheter returned with a loaded metal cannula, the catheter and the metal cannula looks in good condition, moreover, the catheter collar is labeled at 8fr. The length of the catheter, pigtail and french size were found to be within specification. The metal cannula was withdrawn and no resistance was found.

Event description:
It was reported that the device size was not what was indicated on the package. An all purpose drainage was selected for use. During preparation, it was noted that the pigtail was not the size the package indicated. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that the device size was not what was indicated on the package. An all purpose drainage was selected for use. During preparation, it was noted that the pigtail was not the size the package indicated. The procedure was completed with another of the same device. There were no patient complications.